Manufacturer narrative:
Unit received with critical pump error due moisture damage on the pcb1 board and pcb2 board. The pump was unable to connect to a test meter due to critical pump error alarm. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The sc1 cap /reservoir does lock properly. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch and scratched case. Confirmed critical pump error after battery installation due to moisture damage to the pcb1 board, pcb2 board, and force sensor. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Unable to confirm no communication between pump and bg meter due to consistent critical pump error alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and the accu-chek guide link meter. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, including battery replacement, self-test, and multiple pairing attempts; however, the issue remained unresolved. A critical pump error occurred during the reset process, and the device failed to recognize the paired meter. The customer was advised to use insulin pens as a temporary measure. No harm requiring medical intervention was reported. No product return is required for mmt-1886.